Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip on the mega suturecut needle driver was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have instrument grip cables/broken at the distal end. Additional observation(s) not reported by the site indicated that the instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.